Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient underwent lymph node surgery approximately one year ago and has severe lymphedema in his left arm. Additionally, the patient has been non-compliant and has had trouble with infections since surgery in his chest area approximately six months ago. The patient did not receive care at that time as he stated he did not have a ride to his physician¿s office. The patient did have his port removed post-surgery due to infection in the port. Currently, this device has completely eroded through the patient¿s skin. The patient received five inappropriate shocks due to noise and oversensing. Additionally, a red alert had been generated due to out of range impedance measurement which was greater than 200 ohms. The device fell out while the patient was in the hospital. A procedure was performed to explant the system. A replacement system was not implanted as the patient¿s ejection fraction (ef) has improved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.